Event description:
It was reported that the this right ventricular (RV) lead was explanted during a revision for a visual insulation defect. The operative report noted that the RV lead was mobile within the sleeve and exhibited a circular cut at the sleeve level, exposing the conductor. The lead was dissected to the sleeve, the sleeve was detached, a locking stylet was inserted, the intracardiac screw was retracted, and the lead was extracted in its entirety without the application of force. Subsequently a new RV lead was successfully implanted in the right ventricular apex with good electrical measurements and secured in place. No additional adverse patient effects were reported. The lead is expected to be returned by the customer, but at this time it has yet to arrive to Boston Scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.